Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's system controller would not allow for a complete connection because the threading was disconnected. The system controller was exchanged.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.